Event description:
A report was received that the patient was experiencing inadequate stimulation. The contacts of the lead showed high impedances. The patient underwent a revision procedure wherein the physician replaced the leads and the ipg. The reason for ipg replacement was unknown. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead; model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The contacts of the lead showed high impedances. The patient underwent a revision procedure wherein the physician replaced the leads and the ipg. The reason for ipg replacement was unknown. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that it was per physician's preference that the ipg was replaced.